Manufacturer narrative:
Internal complaint reference: case (B)(4). The reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of oscillate malfunction could not be reproduced. Oscillate button performed as expected. Oscillate malfunction did not occur during functional testing. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that the motor drive unit was not oscillating. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.